Manufacturer narrative:
No complaint was received with the return of the device. Failure event was observed during analysis. A partial lead with connector portion (a) measuring 6.7 cm and the middle portion (b) measuring 32.2 cm was returned for analysis in two pieces. Visual examination revealed an external abrasion breaching the outer insulation and exposing the outer coil was found proximal to suture sleeve tie impression noted at 12.2 cm from distal cut end. Final analysis found external abrasion breaching the outer insulation and exposing the outer coil noted at 14.5¿ 14.8 cm from distal cut end consistent with friction to device can. The cause of the external insulation abrasion is consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.